Event description:
It was reported that an ilet user experienced an occlusion alarm with a reported blood glucose of 219 mg/dl during a meal announcement; customer care provided troubleshooting steps which included testing tubing, resuming delivery from the alert, confirming no visible bubbles or kinks, and subsequently changing all infusion supplies, after which the occlusion condition resolved. Investigation of this case revealed that the occlusion resolved only after replacement of the infusion set and related supplies. No symptoms associated with hyperglycemia reported. Outcomes included temporary interruption of insulin delivery and user education to avoid announcing another meal given existing insulin on board. It was concluded that the event was consistent with an infusion set occlusion that was resolved by supply change, with no further device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.